Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have an appointment with their physician in september, and they were told a manufacturing representative (rep) would be there to ¿calibrate¿ the implantable neurostimulator (ins) because when they turn around and move, ¿its like the wires are crossed.¿ the patient was redirected to their healthcare provider.